Event description:
Event became reportable based upon analysis. It was reported that during an unspecified procedure, the balloon catheter became stuck in the sheath. The lesion location was not specified. Following deflation of the balloon, the physician could not remove the balloon catheter from the sheath. The sheath and the balloon catheter were removed as a single unit. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "ok." Product analysis revealed a shaft break.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device was returned along with an introducer sheath. The returned device exhibited a shaft break approx 445 mm distal to the strain relief. There were signs of stretching at the distal end of the shaft. The balloon was lodged inside the sheath. Following extraction from the sheath, it was noted that the balloon was folded and wrapped around the shaft, and both balloon bonds were intact. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The most probable root cause is operational context, due to the likelihood that anatomical/procedural factors encountered during the procedure limited device performance.